Event description:
The reporter obtained a 40mg/dl and 167mg/dl blood glucose comparison on the accu-chek compact plus system. The reporter states he obtained an additional comparison with blood glucose results 40mg/dl and 180mg/dl on the accu-chek compact plus system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.